Event description:
It was reported that the patient underwent a posterior interbody fusion at l3-l4 in which rhbmp-2/acs and a peek fusion cage were used. The cage was packed with bmp. Postoperatively, it was reported that the patient experienced radiating pain to his legs. Reportedly, the patient experiences daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with adjacent level disease l3-l4 resulting in spinal stenosis. Spinal lumbar fusion, l4 to s1 and underwent the following procedures: l2-l4 decompressive laminectomy. L3-l4 posterior lumbar interbody fusion using biomechanical fusion device and bmp. Pedicle screw instrumentation using pedicle screw system. Removal of posterior hardware l4-s1. As per op-notes, " I used circulating curets to sequentially ream out and prepare the l3-l4 disc space for the interbody graft. The last curet used was a 13 mm peek biomechanical fusion device in the disc space with bmp within it to facilitate the fusion. I then positioned the graft in such a way that it settled within the disc space in an excellent position." The patient tolerated the procedure well and no complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.